Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 418 mg/dl and did a bolus. Customer states that they did a warm up on the insulin pump it alerted change sensor. The customer reported that the auto mode feature was not active during the reported event. The insulin pump will not be returned for analysis. Frn-mmt-332, unomed set.